Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was a dent mark on the inlet tube prior to use. The user suspected that the meter valve pressed the tube. Per additional information received from (B)(6) ((B)(6) representative) on 8/12/2018, the device was not used on the patient. The device was replaced.

Event description:
It was reported that there was a dent mark on the inlet tube prior to use. The user suspected that the meter valve pressed the tube. Per additional information received from (B)(6) (ibc representative) on 8/12/2018, the device was not used on the patient. The device was replaced.

Manufacturer narrative:
The reported event was confirmed as cause unknown. The evaluation confirmed a dented mark on inlet tube. How and when the problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use was found adequate and states the following: "1) occlude drainage tubing a minimum of 10cm below the sampling port by kinking the tubing until urine fills the tubing up to near (slightly above) the sampling port."